Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other cable damage was found. Additional observation not reported by the site was distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing of the prograsp forceps instrument, it was noted that the wires on the instrument were frayed. No missing or fallen pieces were reported.